Manufacturer narrative:
The reported complaint of ¿the pump delivered a bolus of norepinephrine to a patient¿ and was investigated. The pump logs were reviewed. On 12-july-2021 the distal pressure alarm limit was set to ¿7.9psi¿ and post infusion rate was set to ¿rate¿. This pump was not connected to a mednet server and was using the default drug library. There is no indication as to what specific drug was being infused on any of the infusions in the clinical log. There was a therapy programmed on line a on 2021-07-12 11:32:16 with a rate of 500 ml/hr. Four entries of n183 (peak proximal occlusion b non-delivery), two entries of n185 (peak proximal occlusion a non-delivery) and 2 entries of n192 (distal occlusion) were also identified on 12-jul-2021. The device was found in good condition and passed inspection. The post infusion rate was set to ¿kvo¿ and the device passed performance verification test (pvt) for delivery. The device failed the distal occlusion test since as it occluded at 2.59psi for 6psi test. The app pwa/pressure detector was replaced and the mechanism was recalibrated. The device then passed the distal occlusion tests without any issue. The complaint for over delivery was confirmed and the probable cause was due to user error since the post infusion rate was set to ¿rate¿. The probable cause for failed distal occlusion test is defective app pwa/pressure detector. The faulty pressure sensor only led to the false occlusion alarms that were reported. In the event of an occlusion alarm, the pump stops pumping until the clinician intervenes and restarts the pump. Additional information was received from the customer and can be found in b5.

Event description:
Additional information was received. The customer reported that the event occurred during the night and the infusion pump alarmed for occlusion several times. The pump managed to overcome the occlusion pressure and, according to the personnel, it over-infused due to the pressure exerted on the internal lumen of the central access. The customer stated that it was assumed that the volume infused was higher than the minute speed programmed because the patient became hypertensive and presented tachycardia.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation; however, it has not yet begun.

Event description:
The event involved a plum 360 that was reported to have delivered a bolus of norepinephrine to an adult patient. The patient was compromised with an increase in cardiac function and severe hypertension. There was patient involvement and a delay in critical therapy. However, there was no human harm that was life-threatening or that required intervention to preclude permanent impairment of a body function or permanent damage to a body structure.